Manufacturer narrative:
The field service engineer (fse), (B)(4), visited the customer site to obtain the log files and per communications with the fse, the customer was able to retrieve data and printout copies of events with phone assistance from the solution center (sc). No device malfunction occurred. Per communications with the fse, the customer did not allege a malfunction and/or that the device contributed to the patient death. The customer only wanted to obtain the retrospective data for the patient file. This is considered a customer assistance call.

Event description:
The customer wanted to obtain retrospective data on a patient that had expired. A patient expired. Per communications with the fse, the customer did not allege a malfunction and/or that the device contributed to the patient death.